Manufacturer narrative:
Section e1: establishment name: independent administrative institution occupational health and safety organization (B)(6) hospital the device was returned for evaluation and the customers allegation was confirmed. It was noted that the channel cleaning brush could not be inserted smoothly due to clogging of the suction tube in the universal cord. It was also noted that the light guide lens had a crack and there were scratches noted throughout the device. The paint on the scope cylinder was peeled and the adhesive on the bending section rubber had a chip. The play of the up/down knob was out of standard value due to wear of the angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: ·the root cause of the remaining foreign material was not determined. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel]. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that foreign object in the forceps channel was noted with the evis lucera elite colonovideoscope. In addition, separation was noted. The issue was found during reprocessing and the procedure was completed without any issues. There were no reports harm associated with the event.